Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced right sided loss of effective therapy. X-ray confirmed the cervical lead migrated. As a result, surgical intervention occurred wherein the cervical lead was explanted and replaced to address the issue. Therapy restored postoperatively, reportedly.